Event description:
It was reported that the patient¿s legal guardian stated the patient stopped using the ilet due to other health issues and concern that the device was delivering too much insulin when the patient was not eating, with a documented low glucose of 45 mg/dl; the device was reportedly paid for by insurance and not returned. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint intake and troubleshooting education provided to the guardian. Investigation of this case revealed no device evaluation or data for review and no confirmed device malfunction, and the event remained cause unclear given limited information and confounding factors related to missed meals. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.